Event description:
Staff uses a "source position stimulator" to measure the length of transfer tubes during high dose radiation treatment for quality assurance. A small metal tip is on the end of the simulator. The end piece broke off the simulator. A CT scan was preformed to ensure the tip was not inside the patient's radiation applicator. It was not. No harm to patient. Care delayed.